Manufacturer narrative:
H6: clinical code. 4581: angle closure, significant reduction of iridocorneal angles h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop with angle closure, significant reduction of irido corneal angles. On the same day different surgery the lens was explanted. The problem was resolved. Cause reported as device and patient related factor.

Manufacturer narrative:
H3-device evaluation: lens returned dry in a microcentrifuge tube with residue/debris on product. Visual inspection found haptic bent/deformed. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).